Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2012 due to mesh exposure and vaginal mucosal rent. It was reported that patient underwent robotic assisted hysterectomy, bso and anterior repair on (B)(6) 2013 due to cystocele, abnormal ultrasound and irregular bleeding. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and intraurethral injection of coaptite on (B)(6) 2014 due to intrinsic sphincter dysynergia. It was reported that patient underwent cystoscopy, urethrolysis and removal of foreign object from the area of the mid-urethra on (B)(6) 2015 due to pelvic pain s/p multiple procedures for a mesh sling.